Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. There was a leak in the left cylinder tubing at pump head and there was suspicion of a reservoir tubing break. The ump was replaced. No patient complications were reported in relation to this event.